Manufacturer narrative:
This report is submitted on october 3, 2022.

Event description:
Per the clinic, the patient sustained a head trauma and subsequently, the device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. Device analysis indicated device failure. This report is submitted on june 19, 2024.